Event description:
Pt was in a bed in cardio surgical unit. One of the cushions deflated. The cushion deflation did not trigger the bed alarm. Pt was put on the bed with a grade 1 decubitus, when the cushion deflated it became a grade 2. Pt developed a large decubitus.